Manufacturer narrative:
Lumenis investigated the reported event by contacting the user facility directly (3x) by phone to obtain relevant information, which has not been provided. An examination of the subject device by a lumenis technical expert noted that the reported issue could not be reproduced despite multiple attempts. The technical expert stated: "did not witness any issues during testing through over 500 shots with the old footswitch, and over 500 shots with a new footswitch." The expert verified that the subject device energy output was within lumenis specifications and passed all operational and safety tests. The laser device was verified to be safe to use and was returned to service at the user facility. Although lumenis was not able to confirm the alleged malfunction at time of service, lumenis is reporting this event in an abundance of caution. Lumenis is still investigating the reported issue and expecting the suspected foot switch to be returned for further evaluation. Lumenis will file a follow-up MDR if or when additional information becomes available.

Event description:
A user facility reported that during a procedure with a lumenis ultrapulse encore laser, the device operator reported that the laser deployed energy without the footswitch being pressed. It was further reported that no injury to the patient or treating staff members had occurred. The footswitch was shipped to the manufacturing facility for further analysis.